Manufacturer narrative:
"Intervention required" updated to "other" for thinking of suicide. (B)(4). Further review of the event determined the updated above apply to this event.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the pain returned in (B)(6) 2015when the device started acting up. The patient met with the manufacturer representative in (B)(6) 2015 and it was determined that the implantable neurostimulator (ins) was completely dead. The request to replace the ins was denied by workman's comp. The patient was taking four to five percocet per day. The pain was so severe and unbearable and said she could not take it anymore; she could not handle the pain, and was thinking of suicide. The patient mentioned having reflex sympathetic dystrophy syndrome (rsd). The patient indication includes failed back surgery syndrome. Follow-up was being performed to determine what steps were being taken to resolve the reported event. This event will be updated if additional information is received.